Event description:
All of the 5mm trocars used were causing the instruments and camera to get stuck in the trocar. Surgeon had to physically remove the trocar from the abdomen to get the instrument out. (Autosuture trocars).